Event description:
It was reported that during a laparoscopic gastric bypass procedure, following the first firing of the device (white load); the surgeon obtained good hemostasis along the staple line, closed the device jaws and removed it through the trocar. The tech attempted to open the jaws per IFU; however the jaws would not open. Another tech (proctoring the first) tried to open it by pushing the side release levers as well and was unsuccessful. They then tried using the blade reverse switch no opening, still no success. At that point, we decided to open another device and the tech wanted to try the manual override just to see if it would work and it did not. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual override and reverse button worked as intended during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.